Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Inappropriate device alarms and alarms that occur in the absence of a pump malfunction will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that a patient called stating the renasys go pump on for the past two weeks, blockage alarm issues off and on since application. Dressing changed on tuesday 8/25, pump alarming blockage then again. Alarmed off and on until dressing changed on 8/27. A gauze moistened with saline was applied into the wound. A large hole cut into transparent film per patient. Pressure set at -140mmhg. Patient states that dressing remains compressed during alarming. He states that his wound is on the leg and healing, it looks much better than it did prior to product use. Drainage is zero. All troubleshooting done with patient, alarming did not resolve. No patient harm reported.